Event description:
It was reported that the customer had issues with the quick serter. The serter was not inserting the cannula properly. The tape was sticking to the side of the serter. When the cannula was pulled out, it was bent. Her blood glucose level was 325 mg/dl when she took an insulin shot. Her blood glucose level then dropped below 50 mg/dl. She also received a no delivery alarm. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.